Event description:
An ez care negative pressure wound therapy pump was in use in the intensive treatment unit of a cardiology ward in (B) (6) (B) (6). It is reported that the device "burnt down", leading to an evacuation of the itu due to the presence of smoke. It is reported that no pts suffered any injury due to the fire or the evacuation. The period of use of the device prior to the fire is unk.

Manufacturer narrative:
This investigation into this incident is still very active, and the following summary represents tentative findings at this stage of the analysis. After disassembling the burned unit and inspecting the electrical components, the source of the fire has been traced to an internal failure of the lithium ion battery pack within the device. We have in contact with the battery MFR, and at this point based on the physical evidence we are focusing on a failure or short of a single cell within the battery pack that led to a charge imbalance and overheating of the battery while plugged into main power. Review of complaint history has shown that within the past two years we have had no other incidents of overheating or fire for this product, and at this time, the root cause for why this particular battery failed catastrophically remains unk. There are several possibilities and we are actively investigating in order to determine if this failure was related to a design issue, mfg defect, age related failure or due to physical/electrical damage at some point prior to the fire. We have retained an external consulting company with experience in electrical systems and lithium-ion battery failures to assist with the investigation. The goal is to determine the root cause of this failure. Add'l info regarding root cause and any add'l actions taken will be provided in a supplement report.